Manufacturer narrative:
(B) (4). (B) (6) study event. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: after filter removed. It was reported that post stenting procedure in the right internal carotid artery, the patient experienced hypotension and was treated with neosynephrine for three days. The patient was discharged home on (B) (6) 2010 with stabilized blood pressure. There was no adverse patient sequela. Though requested, no additional information was provided.